Event description:
It was reported to boston scientific corporation on july 6th, 2009, that a polaris ultra ureteral stent was to be used for a stenting procedure. According to the complainant, during unpacking, the pigtail of the stent appeared to be "crushed" when removed from the package as the guidewire could not be inserted. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).